Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, apical and anterior vaginal vault prolapsed. It was reported that following insertion patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, vaginal discharge, vaginal scarring and urinary, bowel and neuromuscular problems. It was reported that patient underwent removal on (B)(6) 2012 due to malfunction of genitourinary device and exposure of sutures (x2) in vagina. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent uti, urinary frequency, urgency, and vaginitis.